Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2013 that indicated in (B)(6) 2010 the patient was admitted to the hospital with new tongue spasms. Psychiatry recommended effexor with improvement noted. The patient had new spells (B)(6) 2010 of raising right arm, faraway look, fall to the floor; multiple per day which resolved. The patient saw a physician on (B)(6) 2011 and thought to be new focal seizure or nes. The physician later reported that the change in seizure pattern was first observed around (B)(6) 2010. There were "no changes" according to the physician and the seizures were thought to be non-epileptic spells. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the change in seizure pattern.